Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a prophylactic generator replacement, a vns patient picked at his incision and it became infected. The generator and lead were removed on (B)(6) 2016 due to the infection. Review of the manufacturing records for the generator and lead revealed the devices were sterilized and passed all specifications prior to distribution. The explanted devices have not been received to-date. No additional relevant information has been received to-date.